Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date, following a usual for me lunch meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. 80-100% of the user's meals were announced as less than usual. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user overestimating the carbohydrates in their meal and choosing a meal dose size that was too large, resulting in an excess of insulin relative to their need. In addition, the user's behavior of announcing almost all their meals as less than usual caused the usual meal dose to adapt upwards in size inappropriately, increasing the risk of hypoglycemia. The user and their caregiver were re-educated.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The cds reported a user with down syndrome whose diabetes is managed by her mother experienced an extreme low blood glucose (bg) level of 28 mg/dl after eating a salad for lunch. The user lost consciousness on the bathroom floor, and their mother treated them with juice. The episode did not require ems assistance. Following the incident, a factory reset was performed on the ilet device, and the target bg was adjusted to a higher level. The mother noted the user had done well on the ilet initially, but after a two-week period on multiple daily injections (mdi) while staying with their father, the user experienced more challenges with bg management upon returning to the ilet. A review of the ilet reports indicated a trend of meal announcements being set to "less than" actual amounts. A follow-up with the cds and user was scheduled for (B)(6) 2024.